Event description:
Silicone breast implants after bilateral mastectomy. Severe joint pain. Both knees then hip. Ringing in ears, rash, fatigue, eye issue. Have had three mris for joint pain within one year. Ana elevated. Joint pain is debilitating. Waiting for MRI on hip. Reference report: mw5148287.